Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two mdrs for the same patient however this report is for pump two (579562) and the other is for the first pump (555585). The first report is for the same patient MFR report #1220648-2025-27827. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was escalated to a new impella cp and while on the second pump it was reported that the patient's leg was bleeding from an above-knee amputation procedure. The amputation procedure was reported on the first pump as that is when limb ischemia took place however bleeding was noted while on the second pump. Additionally, it was noted that the impella was repositioned and now measuring 50 cm. The impella was successfully weaned and explanted. The procedural outcome was the patient survived surgery.